Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.

Event description:
Caller reported he noticed a small amount of insulin the pump cartridge chamber. Caller stated he noticed the issue due to higher blood glucose readings than expected; exact reading was not provided. Caller reported he thinks it came from the cartridge leaking. No adverse event reported. Cartridge has been discarded.